Event description:
A 3.0 mm x 12 mm endeavor resolute rapid exchange drug-eluting stent was successfully implanted in the proximal cx. The target vessel exhibited a significant bifurcate lesion involving the om1, with 90% stenosis. The device was inspected prior to use with no issues noted. The stent was directly implanted, with a good result reported. Resistance was encountered when an attempt was made to remove the guidewire. Reo pro was administered and intracoronary aspiration was performed, however no clot was found. Ivus was performed and it was observed that the stent was not in place in the lesion. Another drug-eluting stent was then implanted in the proximal cx. It is reported that the om1 subsequently became occluded. The migrated stent was located in the patient's right leg. The result of the procedure was reported as successful. Evaluation summary: procedural images provided for review confirmed the successful deployment of the 3.0 x 12 stent by direct stenting across the target lesion. The deployment of the stent appears to have jailed the om1 resulting in total occlusion of the side branch. Subsequent images confirm that the stent is no longer across the lesion and the om1 is no longer occluded. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent migration, occlusion); caused by another drug/device (migration was caused by the procedural guidewire). Evaluation, conclusions: operational context contributed to event (migration was caused by the procedural guidewire). (B)(4).